Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that it was confirmed that the device and accessory devices were prepared as indicated in the IFU, there was not a continuous flush administered during the procedure. The procedure was completed using additional coils. There was no pushwire damage observed after device removal from the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that an instant detacher was not used. The physician attempted to manually detach the coil twice.

Event description:
Medtronic received a report that a concerto 3d coil would not detach. The physician attempted to detach the coil with the instant detacher 2 times, did not try to detach with another instant detacher, and made 2 manual attempts to detach the coil. It was reported that there was no issue with the instant detacher. No patient symptoms or complications were associated with this event. It was noted the patient's blood flow, and vessel tortuosity were unknown. The reported device and any accessory devices were not prepared as indicated in the instructions for use (IFU) as there was no continuous flush used. Ancillary devices included progreat 2.8 microcatheter.

Manufacturer narrative:
Continuation of d10: instant detacher, product ID: unk-nv-ap-ID, (lot: unknown); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.